Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. He removed and reinserted the battery and received a button error alarm. The customer stated he has been outside for the last couple of days but the insulin pump didn't get wet. Blood glucose value was 73 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. Numbers did not ramp up on their own or scroll bar moving with no input. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.